Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 510 mg/dl. The customer stated that the cannula was neither bent nor occluded. The customer stated that she was sleeping on a heated mattress, which may have caused the high blood glucose levels due to warm insulin. The customer stated that there were no out of the ordinary incidents leading to the high blood glucose levels. The customer was treated with a manual injection and a complete set change. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.